Manufacturer narrative:
Product analysis: the turbohawk was returned for analysis. No other ancillary devices or images were received. The device was removed from the return packaging for examination. The turbohawk was connected to the cutter driver. It should be noted that an approximate 45-degree bend was noted in the torque shaft beneath the strain relief. Examination of the turbohawk revealed biological debris in the distal assembly. A slight curve was noted from the proximal to distal end of the distal assembly. The black plunger was located approximately 4.0cm distal to the cutter window. The cutter was located within the cutter window; the distal edge of the cutter was damaged. Examination of the cutter window revealed the rim of the cutter window showed the platinum iridium dented distally. The damage observed to the distal edge of the cutter and the rim of the cutter window was consistent with a cutter crash. The cutter driver was activated, and the cutter was attempted to be advanced. Resistance was encountered. It was observed the cutter remained in the cutter window with the cutter crashing against the distal rim of the cutter window. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a turbohawk device during patient treatment. IFU followed. Device prepped without issue. It is reported that following cleaning after 1st pass, the device was reinserted into the patient and was no longer able to be turned off at the thumbswitch. No injury reported.